Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8015 would not turn on was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, logic board: customer replaced keypad with no change. Informed most likely due to logic board. Recommended sending in for repair which customer will move forward with. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 would not turn on. There was no patient involvement.